Event description:
It was reported that the customer was hospitalized for hypoglycemia. It was indicated that the md believes the case is a possible attempted suicide. It was verified that the programming was accurate. The nurse requested for the pump to be replaced. No further details.